Event description:
This case was initially received via regulatory authority(B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), headache ("horrible headaches"), paraesthesia ("tingling in her face and legs"), hypoaesthesia ("numbness in my legs"), fatigue ("extreme fatigue, many days she was too tired to clean, cook and do things with her children / fatigue"), chest pain ("chest pain"), neuralgia ("electrical shock like pain in my brain"), the first episode of alopecia ("hair loss"), feeling abnormal ("brain fog"), irritability ("irritability /highly irritable"), weight increased ("weight gain"), night sweats ("night sweats"), pruritus ("itchy skin"), rash ("face is breaking out"), vaginal infection ("vaginitis"), toothache ("teeth hurt"), dyspareunia ("painful intercourse"), loss of libido ("no sexual drive"), amenorrhoea ("loss of period"), back pain ("back pain"), arthralgia ("joint pain"), procedural pain ("procedure itself was painful, the hsg was painful"), migraine ("migraine"), anxiety ("anxiety"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache, paraesthesia, hypoaesthesia, fatigue, chest pain, neuralgia, feeling abnormal, irritability, weight increased, night sweats, pruritus, rash, vaginal infection, toothache, dyspareunia, loss of libido, amenorrhoea, back pain, arthralgia, procedural pain, migraine and anxiety outcome was unknown. The reporter considered abdominal pain, amenorrhoea, anxiety, arthralgia, back pain, chest pain, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypoaesthesia, irritability, loss of libido, migraine, neuralgia, night sweats, paraesthesia, pelvic pain, procedural pain, pruritus, rash, toothache, vaginal infection, weight increased and alopecia to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received - new events, abnormal bleeding, migraines, anxiety and pain were added. Product implant and explant date was added. Surgical treatment for the event pain was added. Legal reporter lawyer was added. "Essure legal manufacture has changed from (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only". Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Information previously submitted was follow-up to 2951250-2015-01873. This report was created in error and should be deleted.